Event description:
It was reported that the cannula separated from the flange on a size 5.5 ped device. The info rec'd was very limited. The involved device was returned and submitted to the analytical lab for eval.